Event description:
This procedure was part of create pas. The cas procedure was performed on (B)(6) 2012. On (B)(6) 2012 the patient experienced a major hemorrhagic stroke. A right temporal bleed 6cm in size was observed. The patient was admitted to the hospital for stroke treatment. Please reference MDR 2183870-2013-00003 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.